Manufacturer narrative:
Concomitant medical products: product ID 8709sc, lot# n188354001, implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
Additional information received reported that the pump was being replaced on the day of the report because the pump was due to reach elective replacement indicator (eri) soon. The pump was to be returned for analysis. No outcome was reported regarding this event. Additional information could not be obtained at the time of the report. Should additional be received a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported at a pump refill of a 40 ml pump, they were only able to fill it with 25cc of drug. They aspirated back all the drug twice, aspirated back air several times and waited 30 minutes to see if the valve would release. They were only able to fill with 25 cc and updated the pump with that volume. The remained drug was wasted. The patient had increased pain from having to lie on the table for an extended amount of time. The pump was used to deliver dilaudid and bupivacaine. No further troubleshooting or interventions occurred. The outcome of the patient was not known. Additional information has been requested.

Manufacturer narrative:
Analysis of the pump, model# 8637-40, sn (B)(4), found the back shield to be concave. It was determined only 25 ml of fluid could be put in pump, most likely caused by the concave shield. Destructive analysis was done on the fluid path with no anomalies found. Hydromorphone, bupivacaine.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received reported the pump was 6 months until elective replacement indicator (eri) when the pump was replaced. No diagnostic testing was performed. The patient recovered without sequela.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating that there had been no volume discrepancies at previous refills.

Event description:
Additional information indicated that this was the fourth time that the healthcare professional (hcp) was able to aspirate the reservoir but unable to fill it. The issue initially started on (B)(6) 2014. A roller study was performed on (B)(6) 2014 and no problems were noted. On the day of the report, the hcp was only able to fill the pump with 20ml with difficulty. It was noted that the patient had to come in early for refills due to not being able to fill the reservoir to capacity. The hcp questioned whether the pump reservoir could be a 20ml reservoir even though the programmer and serial number indicate that it is a 40ml pump. The device system was used to deliver hydromorphone and bupivacaine.